Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage on the proximal side with struts bunched and lifted outwards from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found several outer kinks across the length of the extrusion. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12apr2016. It was reported that crossing difficulties were encountered. A 3.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was damaged.